Manufacturer narrative:
Cynosure clinical reviewed the event and determined it was inconclusive. Site failed to provide any additional information regarding the incident despite cynosure clinical's multiple requests for patient and treatment details. The device history record confirms that the product passed and met all requirements before releasing. A device evaluation was not performed since site has not yet responded to the requests made by cynosure service. If additional relevant data becomes available, a follow up report will be submitted. Root cause as to why the patient sustained blister and burn is unknown since there is insufficient information at this time. Cynosure will continue to monitor such complaints. Blisters and burns are expected side effects from such treatment. Since patient received medical intervention, this event is reportable.

Event description:
It was reported that a patient experienced blisters across the forearm following a tattoo removal treatment using picosure. Patient reports going to the hospital a day after treatment and received debridement, cleaning, and dressing of the burns.